Manufacturer narrative:
Three samples were submitted for quality investigation. There were no visible damages or abnormalities. The sets were primed and connected to a bd infusion set in order to conduct a simulated infusion. There were no leakages identified. The sets were then pressurized with air to 10 psi, and tested underwater to see if bubbles would develop. There was no identification of leakage coming from any of the tubing or the components while connected to sample bd connections. The customer complaint of leakage could not be verified. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review for model mx9059 lot number 25055195 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard extension set with needleless y-site(s) had leakage. The following information was provided by the initial reporter: it was reported by customer that the connectors are leaking at the hub point during infusion. Injuries or adverse event: no. Quantity affected: 5ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.